Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was verified and attributed to a defective limb lead ECG cable. The defective limp lead cable provided a false impedance measurement which caused the device to recognize an impedance via leads rather than the applied defib pads. The limb lead cable was scrapped and replaced at the customer site to remedy the report. The device was returned to service. It's important to mention that ECG was available in pads view and was changed manually later in the case. Analysis of reports of this type has not identified an increase in trend.